Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-rings were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction caused a loss of mechanical ventilation. The patient was manually ventilated and case completed. There was no report of patient injury.